Event description:
It was reported to boston scientific corporation that a ureteral catheter device was used during a cystoscopy retrograde pyelogram procedure within the ureter and bladder. According to the complainant, during the procedure, when the physician pushed the tip of the catheter at the patient ureter, the catheter broke inside the bladder. The physician retrieved the catheter inside the bladder using a different device. It was reported that the device was inspected prior use and there were no anomalies noted upon inspection. The patient's condition at the conclusion of the procedure was reported to be fine with no complication